Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus was not aligned with the cursor on the display. The connection between the printed circuit board (pcb) and the overlay was reseated and the stylus was calibrated. The plastic standoff between the link electronic module (lem) and the printed circuit board (pcb) was replaced as a preventative measure. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus would not calibrate after two attempts. A new stylus was also used, which did not resolve the issue. It was suggested that the programmer be returned for service. There was no patient involvement. It was further reported that the programmer was returned.